Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6), 2020. According to the complainant, during post implant, the patient was complaining of pain and fluid bowel discharge, it was also noticed that there was urine leaking from his rectum. The patient underwent treatment for urinary tract infection (uti) and prostatitis. On (B)(6), 2020, a computerized tomography (CT) scan was performed and the implanting physician cited inflammatory changes in this area suggest acute diverticulitis. Prostate, rectum, and anus are indistinguishable with evidence of rectal contrast extending into the coalescent mass at the base of the bladder. The study does not definitively demonstrate a colovesicular fistula although there was a small dot of gas in the bladder, potentially related to instrumentation. Additionally, the magnetic resonance imaging (MRI) showed signs of gel within the fascia, the physician believes this issue is related to procedural issues at the facility rather than a pre-existing condition with the patient. However, the patient took a fleet enema prior to planning magnetic resonance imaging (MRI) and possibly this caused an injury. As of (B)(6) 2020, according to the physician the patient might have a rectal-urethral fistula. A magnetic resonance imaging (MRI) was recommended in addition to holding off on external radiation therapy (xrt). The physician will consider a foley, if fistula is confirmed patient might need colostomy. As of (B)(6), 2020, the patient was not receiving radiation therapy (rt) due to the potential risk. Reportedly, the patient will continue with his hormone therapy and he was doing better. Although the urine was clearing up on his last visit there is still potential for the patient to receive a colostomy. As of (B)(6) 2020, additional information was received stating that the patient did not get a colosotmy. Reportedly, the patient will not be getting radiation treatment instead the patient will received a prostatectomy.

Manufacturer narrative:
Block h6: problem code 3009 captures the reportable event of gel misplaced, non-vascular. Patient code 1862 captures the reportable event of fistula. Patient code 1932 captures the reportable event of inflammation. Patient code 2120 captures the reportable event of urinary tract infection. Patient code 2686 captures the reportable event of fluid discharge. Evaluation conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2020. According to the complainant, during post implant, the patient was complaining of pain and fluid bowel discharge, it was also noticed that there was urine leaking from his rectum. The patient underwent treatment for urinary tract infection (uti) and prostatitis. On (B)(6) 2020, a computerized tomography (CT) scan was performed and the implanting physician cited inflammatory changes in this area suggest acute diverticulitis. The prostate, rectum, and anus were noted to be indistinguishable with evidence of rectal contrast extending into the coalescent mass at the base of the bladder. The study does not definitively demonstrate a colovesicular fistula although there was a small dot of gas in the bladder, potentially related to instrumentation. Additionally, the magnetic resonance imaging (MRI) showed signs of gel within the fascia, the physician believes this issue is related to procedural issues at the facility rather than a pre-existing condition with the patient. The patient took a fleet enema prior to planning magnetic resonance imaging (MRI) and possibly this caused an injury. As of (B)(6) 2020, according to the physician the patient might have a rectal-urethral fistula. A magnetic resonance imaging (MRI) was recommended in addition to holding off on external radiation therapy (xrt). The physician will consider a foley, if fistula is confirmed patient might need colostomy. As of (B)(6) 2020, the patient has not received radiation therapy (rt) due to the potential risk. Reportedly, the patient will continue with hormone therapy. The patient is reported to be doing better. Although the patient's urine was clearing up on the last visit there is still potential for the patient to receive a colostomy. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.